Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "a free flow" event in the ICU in which a 100 ml bag of an unspecified medication was intended to be delivered as a primary infusion over a 10 hour period but was delivered in 30 minutes. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Review of the pcu event log shows the source pump module s/n (B)(4) was selected on (B)(6) 2016 at 1:15pm and programmed for drug ID 241 (pantoprazole, 80mg in 100ml) with a rate of 10ml/hour vtbi 85ml. The infusion is started at 1:15pm and a minute after start the device alarms with ¿air in line¿. The user restarts the infusion and the device alarms again with an ail alarm. The user restarts the lvp at 1:18:36 pm. At 1:45:43 pm, the unit is selected and paused. At 1:46pm, the infusion is started, but alarms with a ¿patient side occlusion¿. At 1:47pm the module was ¿channeled off¿. The log show that the module was selected at 1:48pm and the programmed infusion is restored (soft key 11), but immediately ¿channeled off¿ at 1:48pm. The module was selected again at 2:05pm and the programmed infusion is restored (soft key 11). The lvp is then ¿channeled off¿ at 2:05pm. At 2:07pm, the unit is removed. Total volume infuse was logged as 5.02 mls. Testing performed found the device was operating within specifications. The root cause of the reported free flow event was not identified.